Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon eval, the cable running from the distribution node to rear therapy electrode was damaged. The cause for the 'gel previously released' flag is damage to the wires in the cable running from the dn to the rear tes. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The pt rec'd a replacement electrode belt.

Event description:
Review of the download data of a (B)(6) old male pt revealed several gel previously released flags. Zoll customer support contacted the pt and issued him a replacement electrode belt.